Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise on the pace/sense coil and there was a pin "issue." The rv lead was revised by reinserting the lead pin into the device header. Both the device and lead remain in use. No patient complications have been reported as a result of this event.